Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator started leaking plasma. It is unknown if there was a delay, if the product was changed out and if the surgery was completed successfully. Terumo continues to attempt to gain more information regarding this event from the user facility.